Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that in the middle stage of a hysteroscopic myomectomy with ovarian cyst surgery using the device, the scalpel initially worked normally and, after welding blood vessels a few times, the scalpel clamp got stuck and could not open and the blade could not retract. The tissue got stuck but pops out of the jaws on its own due to slight opening. The blade was activated during soldering, not protruding at the edge but stuck right between the two prongs. It was used on the ligamentous mesentery attached to the abdominal wall. A new handpiece was used to complete the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the first surgery using the device, the scalpel initially worked normally and, after welding blood vessels a few times, the scalpel clamp got stuck and could not open and the blade could not retract.